Event description:
A "supartz" injection was administered at ortho doc office into my left knee and a reaction was within 36 hrs with a positive staph infection diagnosed with emergency surgery required. IV meds for 5 weeks were administered. Blood tests still show abnormalities and still unable to bare weight or walk without cane/crutches. Was able to walk prior to injection. Now I'm hearing this has happened before with this medication. Was told to report this catastrophic event to FDA. The pain was unbearable and I have never experienced this type of life changing event ever. Recovery has been a nightmare and a very slow process. I have received these shots prior to this episode with no problem. The shots are given in a series of 5 shots, one shot per week. This was the 5th and final shot for the once a year series. I'm wondering if the shot was contaminated in its self contained vial. Can you please look into this. Thank you. Arthritis of left knee. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. The problem did not stop after the person reduced taking or using the product.